Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device fired the clip sideways and cut the vessel. It was a minor vessel being clipped and there was already one clip applied, so it caused no problems for the procedure or patient. The users indicated that the firing trigger may not have been fully depressed. A new device was opened and used to complete the procedure. The patient was fine following the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.